Event description:
Customer called to report that the synchron lxi 725 clinical system displayed "mc (modular chemistry) sample probe obstruct" errors. Customer also observed fluid on the first cap of a rack, and stated that the sides of the rack were wet. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to inspect beneath the shuttle rack and to determine whether there was fluid, and then to rerun samples. Customer found no erroneous results. The cts then generated a service request. On the same day, the field service engineer (fse) inspected the instrument and found that the blade washing chamber was not evacuating fluid. The fse cleaned the waste valve, and removed the obstruction, which resolved the instrument issue. The fse also replaced the wick and primed the instrument with autoglass. No further leaking was observed. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated no harm to patients or instrument operators.

Manufacturer narrative:
(B)(4).